Event description:
It was reported by the customer that during cardiac surgery, the pt had to undergo a complete catheter exchange due to a blocked lumen. The lumens simply become blocked after a short period of time after insertion. There were no incident report forms filed in the hospital and the sample was discarded. One scenario is where propanol infusion was running. This was stopped; the line was aspirated and then flushed. Then a midazolam infusion was attached, but the line became blocked. They also noticed that the catheter appeared to be "stiffer" than the cs-12854-e previously used. Additional information received on (B)(6) 2010, from the sales representative stated that generally, the insertion sites were internal jugular; occasionally. Subclavian is used. Rarely is a femoral site used. All lumens are flushed with 0.9% nacl after insertion. Then a continuous flush transducer system is attached for central venous pressure (cvp) monitoring. All lumens are flushed before and after use. The indication that the lumen was blocked was due to the fact that staff was unable to aspirate blood or flush the lumen. The procedure continued by either switching to another lumen or peripheral cannula, if possible. Sometimes a new cs-22854-e is used or a 20cm polyurethane catheter is inserted in the same site over the spring wire guide exchange or a new site is used.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.